Event description:
An infant warmer in the transition nursery caught fire with two babies in the room one of which was in this warmer. Rn heard popping noise and turned around to see flames shooting out from the top rear of the warmer. Staff gathered up both infants and rushed them to nearby nicu pods. The fire was quickly extinguished by staff and unit closed off. Unit was evaluated by the fire dept and clinical engineering. This product has had recall notices prior regarding the potential for this event, which was corrected by adding power cord strain reliefs in locations specified by the MFR to prevent the power cord from coming loose and having poor contact with power receptacle. This unit proved to have all required power cord strain reliefs in place and also was found during inspection to have the power cord fully engaged into the power receptacle on the warmer. The problem was found to be in the retention ability of the power cord to receptacle. This spacing allowed for minor arcing that worsened over time resulting in the subsequent popping the staff heard as the problem magnified. This ended with the melting of the rubber power cord plug connector. Preventive maintenance inspections showed that the ground resistance and leakage current were within limits. The unit, during the fire did not cause or show damage to the internal circuitry of the warmer and that the breaker associated with the ac power wall outlet never tripped. This also validated our findings that the problem resided only with the power cord "hot" terminal/receptable interface. All units of this same model-era- had their power cords replaced, one day after this event as a precautionary measure. This particular warmer is 21 years old.